Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(6) autonomous region medical device (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum in an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During preparation, it was noticed that the package was broken, compromising the sterile barrier. There was no information as to what device was used to complete the procedure; however, it was indicated that the procedure was completed. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows a flap of the packaging was slightly opened.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter city, initial reporter state): (B)(6). Block h6: medical device problem code a020503 captures the reportable event of broken packaging, compromising the sterile barrier. Block h10: the returned speedband superview super 7 (ligator head and handle assembly) was analyzed, and a visual evaluation noted that the handle had no damage and it had marks of the trip wire in the slot. The ligator head had four bands, and some of them were moved from its position. The ligator head teeth were bent/damaged. A media analysis was performed, and it showed the band ligation device in the original tray (packaging). The tray was opened and there was evidence that the packaging had a seal. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of packaging seal compromised was confirmed. Upon media analysis, the device was in the opened original tray (packaging). The tray was not returned for analysis and it is not possible to determine if the problem occurred during procedure, preparation, transport, storage or other. Since there is evidence that the tray had a complete seal, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable root cause of this complaint is cause not established. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the physician found a damage; however, per the speedband superview super 7 multiple band ligator instructions for use, "contents supplied non-sterile. Do not use if damaged. If damage is found, call your boston scientific representative."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the rectum in an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During preparation, it was noticed that the package was broken, compromising the sterile barrier. There was no information as to what device was used to complete the procedure; however, it was indicated that the procedure was completed. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows a flap of the packaging was slightly opened.